Manufacturer narrative:
The event of capsular contraction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on oct 06, 2021 with lot number 3486861. Visual analysis of the returned device identified; fold creases, weight within specification. After autoclave cycle was identified: cloudy gel. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Device has been explanted.